Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: slight malposition of right coil in tube"), pelvic pain ("pain/ pelvic pain (ranged from mild from severe daily)") and genital haemorrhage ("heavy and irregular bleeding") in a 31-year-old female patient who had essure (batch no. 856628-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (live births: (B)(6) 2004, (B)(6) 2006, (B)(6) 2011, (B)(6) 2012), c-section in 2006, c-section on (B)(6) 2011, c-section on (B)(6) 2012, abortion in 2008, panic attacks, depression, hypothyroidism, asthma, depression and anxiety. Previously administered products included for insomnia: ambien in 2010. Concurrent conditions included obesity, insomnia, drug allergy (palpitations), anemia, thyrotropin low, eustachian tube disorder, methicillin-resistant staphylococcus aureus test positive since (B)(6) 2014 and mood disorder. Concomitant products included medroxyprogesterone acetate (depo-provera) until 2013 for contraception, oral contraceptive nos for heavy periods, levothyroxine since 2012 for hypothyroidism, bupropion (wellbutrin) since (B)(6) 2013 and fluoxetine hydrochloride (prozac) since (B)(6) 2013 for mood disorder, anxiety and depression as well as lorazepam (ativan) since 2014 and nitrofurantoin since 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("mood swings"), depressed mood ("depressed mood"), irritability ("irritability") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, 3 months 31 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vision blurred ("vision/eye problems type: blurred vision") and dizziness ("dizziness"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and dysuria ("changes dysuria, urinary frequency"). On (B)(6) 2014, the patient experienced back pain ("pain (low back pain) (ranged from mild from severe daily)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ worsened bleeding during periods"), dysmenorrhoea ("menstrual pain (daily at least for 7 months straight) (moderate)") and abdominal pain lower ("low abdominal pain (ranged from mild from severe daily)"). The patient was treated with thomapyrin n (excedrin migraine), ciprofloxacin (cipro), phenazopyridine hydrochloride (pyridium), surgery (laparoscopic hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, mood swings, depressed mood, irritability, menorrhagia, urinary tract infection, migraine, headache, bladder disorder, urinary tract disorder, dysuria, vision blurred, dizziness, weight increased, dysmenorrhoea and anxiety outcome was unknown and the genital haemorrhage, vaginal haemorrhage, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, depressed mood, device dislocation, dizziness, dysmenorrhoea, dysuria, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: patient did not had complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did not retain the essure device or any portion of it after removal. Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: showed adenomyosis. Current weight as of (B)(6) 2018: 233 lbs. On (B)(6) 2013, patient had hysterosalpingogram, impression: occlusion of the fallopian tubes bilaterally without intraperitoneal spill; normal hysterosalpingogram status post essure device placement. Slight migration of right device without contrast outlining the essure device and without evidence of peritoneal spill. Surgical pathology report on (B)(6) 2014, final pathologic diagnosis: cervix, hysterectomy:- squamous metaplasia. Endometrium, hysterectomy: secretory phase, day 24-25. Myometrium, hysterectomy: adenomyosis. Fallopian tubes, left and right, excision: - no pathologic alteration. Clinical history not given. Clinical diagnosis: abnormal uterine bleeding. Gross description: received fresh, labeled and medical record number and designated "uterus, cervix, bilateral tubes," was an unopened, symmetrically enlarged, pyriform uterus with attached bilateral fallopian tubes weighing 163.0 grams in toto. The uterus measures 5.6 cm anterior to posterior, 4.5 cm cornu to cornu, and 10.5 cm fundus to cervix. The serosa was pink-tan and exhibits instrumentation defects on the anterior aspect of the fundus. The ectocervix has a surface diameter of 3.8x3.5 cm and a crescent-shaped, slit-like, patent os measuring 1.1 cm. The ectocervical mucosa was pink-red-g ray, smooth, and glistening. The 4.0 cm long, 1.0 cm wide endocervical canal was lined by a creamy tan, corrugated mucosa free of masses or lesions. The endometrial cavity is triangular measuring 5.0 cm long and 3.0 cm wide and was lined by a lush, creamy tan, glistening endometrium with an average thickness of 0.4 cm. Polyps were not identified. The myometrium has an average thickness of 2.5 cm and no unusual masses or lesions can be identified. The right fallopian tube measures 6.5 cm in length x 0.6 cm in diameter. The serosa was red-pink-gray, smooth, and glistening. The fimbriae are of normal configuration. Serial sectioning shows the lumen not to be dilated. No unusual masses or lesions can be identified. The left fallopian tube measures 6.5 cm in length x 0.6 cm in diameter. The serosa was red-pink-gray, smooth, and glistening. The fimbriae were of normal configuration. No unusual masses or lesions can be identified. Serial sectioning does not show dilatation of the lumen; however, a 1.0cm coiled length of wire compatible with an essure device was present. One coil on the left and three on the right status post procedure . Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received- new event anxiety were added. Outcome of abdominal pain lower updated to recovered / resolved. Treatment medication and concomitant condition were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: slight malposition of right coil in tube"), pelvic pain ("pain/ pelvic pain (ranged from mild from severe daily)") and genital haemorrhage ("heavy and irregular bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (live births: (B)(6) 2004, (B)(6) 2006, (B)(6) 2011, (B)(6) 2012), c-section in 2006, c-section on (B)(6) 2011, c-section on (B)(6) 2012, abortion in 2008, panic attacks, depression and hypothyroidism. Previously administered products included for insomnia: ambien in 2010. Concurrent conditions included obesity, insomnia, drug allergy (palpitations), anemia, thyrotropin low, eustachian tube disorder and (B)(6)since (B)(6) 2014. Concomitant products included medroxyprogesterone acetate (depo-provera) until 2013 for contraception, contraceptives nos for heavy periods, levothyroxine since 2012 for hypothyroidism, bupropion (wellbutrin) since (B)(6) 2013 and fluoxetine hydrochloride (prozac) since (B)(6) 2013 for mood disorder, anxiety and depression as well as lorazepam (ativan) since 2014 and nitrofurantoin since 2013. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("mood swings"), depressed mood ("depressed mood") and irritability ("irritability"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dysuria ("changes dysuria, urinary frequency") and weight increased ("weight gain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vision blurred ("vision/eye problems type: blurred vision") and dizziness ("dizziness"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2014, the patient experienced back pain ("pain (low back pain) (ranged from mild from severe daily)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ worsened bleeding during periods"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("menstrual pain (daily at least for 7 months straight) (moderate)") and abdominal pain lower ("low abdominal pain (ranged from mild from severe daily)"). The patient was treated with thomapyrin n (excedrin migraine), surgery (laparoscopic hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, mood swings, depressed mood, irritability, menorrhagia, urinary tract infection, migraine, headache, bladder disorder, urinary tract disorder, dysuria, vision blurred, dizziness, weight increased, dysmenorrhoea and abdominal pain lower outcome was unknown and the genital haemorrhage, vaginal haemorrhage and back pain had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, depressed mood, device dislocation, dizziness, dysmenorrhoea, dysuria, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: patient did not had complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did not retain the essure device or any portion of it after removal. Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: showed adenomyosis current weight as of (B)(6) 2018: (B)(6) lbs. On (B)(6) 2013, patient had hysterosalpingogram, impression: occlusion of the fallopian tubes bilaterally without intraperitoneal spill; normal hysterosalpingogram status post essure device placement. Slight migration of right device without contrast outlining the essure device and without evidence of peritoneal spill. Surgical pathology report on (B)(6) 2014, final pathologic diagnosis: cervix, hysterectomy:- squamous metaplasia. Endometrium, hysterectomy: - secretory phase, day 24-25. Myometrium, hysterectomy: - adenomyosis. Fallopian tubes, left and right, excision: - no pathologic alteration. Clinical history not given. Clinical diagnosis: abnormal uterine bleeding. Gross description: received fresh, labeled and medical record number and designated "uterus, cervix, bilateral tubes," was an unopened, symmetrically enlarged, pyriform uterus with attached bilateral fallopian tubes weighing 163.0 grams in toto. The uterus measures 5.6 cm anterior to posterior, 4.5 cm cornu to cornu, and 10.5 cm fundus to cervix. The serosa was pink-tan and exhibits instrumentation defects on the anterior aspect of the fundus. The ectocervix has a surface diameter of 3.8x3.5 cm and a crescent-shaped, slit-like, patent os measuring 1.1 cm. The ectocervical mucosa was pink-red-g ray, smooth, and glistening. The 4.0 cm long, 1.0 cm wide endocervical canal was lined by a creamy tan, corrugated mucosa free of masses or lesions. The endometrial cavity is triangular measuring 5.0 cm long and 3.0 cm wide and was lined by a lush, creamy tan, glistening endometrium with an average thickness of 0.4 cm. Polyps were not identified. The myometrium has an average thickness of 2.5 cm and no unusual masses or lesions can be identified. The right fallopian tube measures 6.5 cm in length x 0.6 cm in diameter. The serosa was red-pink-gray, smooth, and glistening. The fimbriae are of normal configuration. Serial sectioning shows the lumen not to be dilated. No unusual masses or lesions can be identified. The left fallopian tube measures 6.5 cm in length x 0.6 cm in diameter. The serosa was red-pink-gray, smooth, and glistening. The fimbriae were of normal configuration. No unusual masses or lesions can be identified. Serial sectioning does not show dilatation of the lumen; however, a 1.0cm coiled length of wire compatible with an essure device was present. Most recent follow-up information incorporated above includes: on 30-jan-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure stop date (B)(6) 2014 was added. Essure start date updated from 2013 to (B)(6) 2012. Event pelvic pain (ranged from mild from severe daily) was clubbed with previously reported event pain. Events device dislocation, mood swings, depressed mood, irritability, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, bladder disorder, urinary tract disorder, dysuria, vision blurred, dizziness, weight increased, back pain, dysmenorrhoea, abdominal pain lower were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: slight malposition of right coil in tube"), pelvic pain ("pain/ pelvic pain (ranged from mild from severe daily)") and genital haemorrhage ("heavy and irregular bleeding") in a 31-year-old female patient who had essure (batch no. 856628-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (live births: (B)(6) 2004, 18-(B)(6) 2006, (B)(6) 2011, (B)(6) -2012), c-section in 2006, c-section on (B)(6) 2011, c-section on (B)(6) 2012, abortion in 2008, panic attacks, depression, hypothyroidism, asthma, depression and anxiety. Previously administered products included for insomnia: ambien in 2010. Concurrent conditions included obesity, insomnia, drug allergy (palpitations), anemia, thyrotropin low, eustachian tube disorder and methicillin-resistant staphylococcus aureus test positive since (B)(6) 2014. Concomitant products included medroxyprogesterone acetate (depo-provera) until 2013 for contraception, oral contraceptive nos for heavy periods, levothyroxine since 2012 for hypothyroidism, bupropion (wellbutrin) since (B)(6) 2013 and fluoxetine hydrochloride (prozac) since (B)(6) 2013 for mood disorder, anxiety and depression as well as lorazepam (ativan) since 2014 and nitrofurantoin since 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("mood swings"), depressed mood ("depressed mood") and irritability ("irritability"). On (B)(6) 2013, 3 months 31 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dysuria ("changes dysuria, urinary frequency") and weight increased ("weight gain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vision blurred ("vision/eye problems type: blurred vision") and dizziness ("dizziness"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2014, the patient experienced back pain ("pain (low back pain) (ranged from mild from severe daily)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ worsened bleeding during periods"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("menstrual pain (daily at least for 7 months straight) (moderate)") and abdominal pain lower ("low abdominal pain (ranged from mild from severe daily)"). The patient was treated with thomapyrin n (excedrin migraine), surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, mood swings, depressed mood, irritability, menorrhagia, urinary tract infection, migraine, headache, bladder disorder, urinary tract disorder, dysuria, vision blurred, dizziness, weight increased, dysmenorrhoea and abdominal pain lower outcome was unknown and the genital haemorrhage, vaginal haemorrhage and back pain had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, depressed mood, device dislocation, dizziness, dysmenorrhoea, dysuria, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: patient did not had complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did not retain the essure device or any portion of it after removal. Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: showed adenomyosis. Current weight as of (B)(6) 2018: 233 lbs. On (B)(6) 2013, patient had hysterosalpingogram, impression: occlusion of the fallopian tubes bilaterally without intraperitoneal spill; normal hysterosalpingogram status post essure device placement. Slight migration of right device without contrast outlining the essure device and without evidence of peritoneal spill. Surgical pathology report on (B)(6) 2014, final pathologic diagnosis: cervix, hysterectomy:- squamous metaplasia. Endometrium, hysterectomy: - secretory phase, day 24-25. Myometrium, hysterectomy: - adenomyosis. Fallopian tubes, left and right, excision: - no pathologic alteration. Clinical history not given. Clinical diagnosis: abnormal uterine bleeding. Gross description: 1. Received fresh, labeled and medical record number and designated "uterus, cervix, bilateral tubes," was an unopened, symmetrically enlarged, pyriform uterus with attached bilateral fallopian tubes weighing 163.0 grams in toto. The uterus measures 5.6 cm anterior to posterior, 4.5 cm cornu to cornu, and 10.5 cm fundus to cervix. The serosa was pink-tan and exhibits instrumentation defects on the anterior aspect of the fundus. The ectocervix has a surface diameter of 3.8x3.5 cm and a crescent-shaped, slit-like, patent os measuring 1.1 cm. The ectocervical mucosa was pink-red-g ray, smooth, and glistening. The 4.0 cm long, 1.0 cm wide endocervical canal was lined by a creamy tan, corrugated mucosa free of masses or lesions. The endometrial cavity is triangular measuring 5.0 cm long and 3.0 cm wide and was lined by a lush, creamy tan, glistening endometrium with an average thickness of 0.4 cm. Polyps were not identified. The myometrium has an average thickness of 2.5 cm and no unusual masses or lesions can be identified. The right fallopian tube measures 6.5 cm in length x 0.6 cm in diameter. The serosa was red-pink-gray, smooth, and glistening. The fimbriae are of normal configuration. Serial sectioning shows the lumen not to be dilated. No unusual masses or lesions can be identified. The left fallopian tube measures 6.5 cm in length x 0.6 cm in diameter. The serosa was red-pink-gray, smooth, and glistening. The fimbriae were of normal configuration. No unusual masses or lesions can be identified. Serial sectioning does not show dilatation of the lumen; however, a 1.0cm coiled length of wire compatible with an essure device was present. One coil on the left and three on the right status post procedure most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: slight malposition of right coil in tube"), pelvic pain ("pain/ pelvic pain (ranged from mild from severe daily)") and genital haemorrhage ("heavy and irregular bleeding") in a 31-year-old female patient who had essure (batch no. 856628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (live births: (B)(6) 2004, (B)(6) 2006, (B)(6) 2011, (B)(6) 2012), c-section in 2006, c-section on (B)(6) 2011, c-section on (B)(6) 2012, abortion in 2008, panic attacks, depression, hypothyroidism, asthma, depression and anxiety. Previously administered products included for insomnia: ambien in 2010. Concurrent conditions included obesity, insomnia, drug allergy (palpitations), anemia, thyrotropin low, eustachian tube disorder and methicillin-resistant staphylococcus aureus test positive since (B)(6) 2014. Concomitant products included medroxyprogesterone acetate (depo-provera) until 2013 for contraception, oral contraceptive nos for heavy periods, levothyroxine since 2012 for hypothyroidism, bupropion (wellbutrin) since (B)(6) 2013 and fluoxetine hydrochloride (prozac) since (B)(6) 2013 for mood disorder, anxiety and depression as well as lorazepam (ativan) since 2014 and nitrofurantoin since 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("mood swings"), depressed mood ("depressed mood") and irritability ("irritability"). On (B)(6) 2013, 3 months 31 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dysuria ("changes dysuria, urinary frequency") and weight increased ("weight gain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vision blurred ("vision/eye problems type: blurred vision") and dizziness ("dizziness"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2014, the patient experienced back pain ("pain (low back pain) (ranged from mild from severe daily)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ worsened bleeding during periods"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("menstrual pain (daily at least for 7 months straight) (moderate)") and abdominal pain lower ("low abdominal pain (ranged from mild from severe daily)"). The patient was treated with thomapyrin n (excedrin migraine), surgery (laparoscopic hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, mood swings, depressed mood, irritability, menorrhagia, urinary tract infection, migraine, headache, bladder disorder, urinary tract disorder, dysuria, vision blurred, dizziness, weight increased, dysmenorrhoea and abdominal pain lower outcome was unknown and the genital haemorrhage, vaginal haemorrhage and back pain had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, depressed mood, device dislocation, dizziness, dysmenorrhoea, dysuria, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: patient did not had complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did not retain the essure device or any portion of it after removal. Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: showed adenomyosis current weight as of (B)(6) 2018: 233 lbs. On (B)(6) 2013, patient had hysterosalpingogram, impression: occlusion of the fallopian tubes bilaterally without intraperitoneal spill; normal hysterosalpingogram status post essure device placement. Slight migration of right device without contrast outlining the essure device and without evidence of peritoneal spill. Surgical pathology report on (B)(6) 2014, final pathologic diagnosis: cervix, hysterectomy:- squamous metaplasia. Endometrium, hysterectomy: - secretory phase, day 24-25. Myometrium, hysterectomy: - adenomyosis. Fallopian tubes, left and right, excision: - no pathologic alteration. Clinical history not given. Clinical diagnosis: abnormal uterine bleeding. Gross description: 1. Received fresh, labeled and medical record number and designated "uterus, cervix, bilateral tubes," was an unopened, symmetrically enlarged, pyriform uterus with attached bilateral fallopian tubes weighing 163.0 grams in toto. The uterus measures 5.6 cm anterior to posterior, 4.5 cm cornu to cornu, and 10.5 cm fundus to cervix. The serosa was pink-tan and exhibits instrumentation defects on the anterior aspect of the fundus. The ectocervix has a surface diameter of 3.8x3.5 cm and a crescent-shaped, slit-like, patent os measuring 1.1 cm. The ectocervical mucosa was pink-red-g ray, smooth, and glistening. The 4.0 cm long, 1.0 cm wide endocervical canal was lined by a creamy tan, corrugated mucosa free of masses or lesions. The endometrial cavity is triangular measuring 5.0 cm long and 3.0 cm wide and was lined by a lush, creamy tan, glistening endometrium with an average thickness of 0.4 cm. Polyps were not identified. The myometrium has an average thickness of 2.5 cm and no unusual masses or lesions can be identified. The right fallopian tube measures 6.5 cm in length x 0.6 cm in diameter. The serosa was red-pink-gray, smooth, and glistening. The fimbriae are of normal configuration. Serial sectioning shows the lumen not to be dilated. No unusual masses or lesions can be identified. The left fallopian tube measures 6.5 cm in length x 0.6 cm in diameter. The serosa was red-pink-gray, smooth, and glistening. The fimbriae were of normal configuration. No unusual masses or lesions can be identified. Serial sectioning does not show dilatation of the lumen; however, a 1.0cm coiled length of wire compatible with an essure device was present. One coil on the left and three on the right status post procedure. Most recent follow-up information incorporated above includes: on 7-jun-2018: pfs received: product lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. In 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant). The patient underwent a pelvic surgery on (B)(6) 2014 to try and alleviate the symptoms . At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.